Manufacturer narrative:
It was reported to philips that the device experienced a self test failure. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a damaged paddle set. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle set. The paddle set was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.